Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed unresponsive keys and contamination under all keypad contacts. This report is made based on the results of an investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed (B)(4) 2012 with the following findings: the contrast button was unresponsive; the up, down, & ok buttons intermittently responsive. The keypad lettering worn off and rubber worn down. The keypad was removed for investigation and ok contact was seen to be inverted and there was contamination under all contacts. Unrelated to this complaint, the display lens is badly etched/scuffed and it is difficult to view screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.